Manufacturer narrative:
(B)(4): corrected part number; the is no expiration date as part was non-sterile part. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 5 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device shows; one reamer head was returned. One of the tines is broken off and the tip of the driveshaft is stuck inside the reamer head. The reamer irrigator aspirator system (ria) system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the drive shaft returned with this complaint is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (std. Drill speed) be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. The use of an incorrect drive unit over torqued the drive shaft tip causing failure which in turn caused the reamer head to break. After reviewing the related product drawings the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided. The drive shaft failed due to excessive force being applied and that this initial failure caused the reamer head to break as well. Because the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device received, 4/17/14, but wasn't recongonized in complaint system because of discrepancy until 6/18/14. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Devise history report 352.258 lot ur83086 released 11/12/07 orchid unique manufactured the 16mm reamer head for reamer/irrigator/aspirator, p/n 352.258, and lot number ur83086 for synthes po 818026. The supplier¿s certificate of compliance (dated 10/25/07) indicates the parts were manufactured to p/n 352.258, and met the required specifications. The parts were inspected to the synthes, incoming final inspection sheet number 352mif250, revision ¿g¿ (completed 10/30/07). Mrr 154740 (dated 10/30/07) was written for resistance on the pin when passed through the cannulation. The parts were found conforming and the supplier provided internal inspection data to support the conforming disposition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that a non-union of a distal tibia fracture with a femoral graft harvesting was identified. The initial procedure was approximately seven months ago, exact date unknown. The reaming irrigation aspirator (ria) system was being used and the instrument tip of the drive shaft was sheared off when removed from the femur. Imaging of the patients¿ femur confirmed no product was in the patient. The tip was later identified as being in the reamer head. It was also noted that the reamer head had a broken tine believed to be lost of the floor since it confirmed to not be inside the patient. The original hardware was intact, but a 3.5mm cortex screw was backing out and was removed. The surgery was completed successfully with no reported delay. The patient status/outcome was reported as fine. (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: synthes (B)(4) repackaged and sent for sterilization the 16mm reamer head, sterile, for ria, p/n 352.258s, lot # 5654661. (B)(4) parts were released to the warehouse on december 11, 2007 and were made from two lots of p/n 352m258 : ur77252 ((B)(4) pieces) and ur83086 ((B)(4) pieces). (B)(4) manufactured the 16mm reamer head for ria, p/n 352.258s, lot numbers ur77252 and ur83086. Part expiration date: 10/30/2016. Lot ur77252: the certificate of compliance ((B)(4)) indicates p/n 352m258 was manufactured and conformed to specifications. The lot was inspected and conformed to the synthes tabulated incoming final inspection sheet # (B)(4).(B)(4) parts were released to the warehouse on june 21, 2007 and (B)(4) parts were released to the warehouse on september 13, 2007. Lot ur83086: the certificate of compliance ((B)(4)) indicates p/n 352m258 was manufactured and conformed to specifications. The lot was inspected and conformed to the synthes tabulated incoming final inspection sheet # (B)(4). (B)(4) was issued for lot ur83086 - function (dim 11: ¿a 5.2mm gage pin must pass into the ID of the fingers¿¿). The (B)(4) was found conforming and was closed on november 7, 2007 with cause ¿(B)(4). (B)(4) parts were released to the warehouse on october 25, 2007. There were no other complaint-related issues, mrr's, or ncr's associated with these lots. The 16mm reamer head, sterile, for ria, was manufactured to the synthes (B)(4), released on july 2, 2004. Weight is approximate. Additional product code: hrx: accessories, arthroscopic. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.